Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During the implant, the physician accidentally cut an artery leading to hemorrhage. As result, the entire system was removed. The physician applied pressure to achieve homeostasis. Two days later, a new system was implanted without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.